Manufacturer narrative:
(B)(4). The device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected battery failed alarm noted during testing.

Event description:
It was reported that the insulin pump had replace battery now alarm. The customer¿s blood glucose level was 9.3 mmol/l at the time of the incident. Troubleshooting was performed. Customer state that the insulin pump had low battery alert prior to the replace battery now alarm. Customer states the new battery resolved the issue. Customer stated that the timing was less than 8 hours from the low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.